Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and the lens flipped upon insertion. The lens was removed with no patient injury and the backup lens was implanted. The reporter stated the lens was stained from the blue surgical marking ink used by the facility and it was decided not to use the lens.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens but there was a blue ink mark on the lens haptic. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).